Event description:
The customer reports: "dilator tip damage before using the product, so hospital do not use on patient". Note: prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
(B)(4). Customer returned a dilator, lidstock and other various components for evaluation. Microscopic examination revealed the sample contained signs of use in the form of biological material inside the tip. The returned dilator tip was torn back on the side and the dilator is split around the circumference. The torn side and fold all contained white coloration, indicating stress. The overall length of the dilator measured 136mm which is within specification of 134-146mm per product drawing. The outer diameter of the front of the dilator measured 3.43mm which is within specification of 3.18-3.48mm per product drawing. The back end of the dilator outer diameter measured .159" which is within specification of .156-.160" per product drawing. The tip of the dilator could not be measured due to the damage. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. It states to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The IFU also cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance." The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the dilator tip damaged - found during use.

Event description:
The customer reports: "dilator tip damage before using the product, so hospital do not use on patient". Prior to use on a patient during inspection/functional testing.